Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed (via event logs). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 12, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the tabletop illuminator stopped working. Additional information has been requested.